Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that after the customer loaded a new cartridge onto the pump they received a notification stating that a new cartridge needs to be loaded. Troubleshooting with tandem technical support was performed, and customer was able to successfully load the cartridge onto the pump. Customer's blood glucose level was not impacted.